Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. It was reported the patient was hospitalized for the event. It was unknown if patient treated with antibiotics for the event. Action taken with pd therapy was unknown. At the time of this report, the peritonitis was resolving. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.